Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received service report, no parts were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of event log confirmed generation of several clinical alarms, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms such as high respiratory rate, high airway pressure or low expiratory minute volume indicates a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The conclusion is that the reported alarms occurred due to leakage, but there was no technical malfunction of the ventilator.

Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure and a high respiratory rate. There was no patient harm. Manufacturer's ref. #: (B)(4).